Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the physician found blood gushed out of the balloon when the balloon entered the femoral artery. The physician did not believe the iab was cracked. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) insertion the physician found blood gushed out of the balloon when the balloon entered the femoral artery. The physician did not believe the iab was cracked. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The one-way valve was also returned. No blood was observed inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported leak, iab during insertion event cannot be confirmed by the evaluation. The returned condition of the product indicates that the reported leak, iab during insertion problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).